Event description:
A remstar pro c-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed a blower foam degradation. Additionally, the service technician also noted error codes present (e-65: err_stuck_encoder_a and e-66: err_stuck_encoder_b). The device was scrapped.

Manufacturer narrative:
Made a correction to the reporting decision notes. Removed the last paragraph as it refers to a non-reportable event.

Event description:
A remstar pro c-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed a blower foam degradation. Additionally, the service technician also noted error codes present (e-65: err_stuck_encoder_a and e-66: err_stuck_encoder_b). The device was scrapped. No death, serious harm or injury was reported. Analysis of past events do not indicate an adverse event has occurred due to the reported allegation or would be likely to occur, if the product allegation was to recur. In addition, a review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.